Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿arthroplasty for weight-bearing shoulders" written by léo chichea, jacques teissier, anthony gelis, michel chammas, isabelle laffont, bertrand coulet. Published orthopaedics & traumatology: surgery & research; published online 11 january 2021 was reviewed. The article's purpose was to show that arthroplasty on a weightbearing shoulder would lead to less pain, with positive impact on the patient¿s locomotion and autonomy, with no increase in the complication rate. The secondary aim was to show that the improvement in range of motion depends on the underlying pathology that caused the disability. Patient data: patient 9: medical history of spastic quadriplegia. Age at surgery: 57. It is noted that implants in the study were a combination of depuy and competitor products. Depuy: global ap, global unit depuy, depuy xtend. The remaining devices utilized in the study were competitor products. Lot, model and catalog number are not available. Adverse event(s) and provided interventions associated with depuy devices: patient 9: press fit, hemi-arthroplasty shoulder, global ap - infection occurred 1.5 months after implantation that required two-stage exchange resulting in implantation of a reverse shoulder arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.